Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.